Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the customer selected resume insulin and resumed insulin to resolve the issue.